Event description:
Medtronic received information that four days post implant of this bioprosthetic valve, the patient presented with anemia that occurred as a result of a major bleeding event. A blood transfusion was performed. The condition resolved and no further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).